Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock therapy due to atrial fibrillation with rapid ventricular response. In-clinic interrogation revealed a supraventricular tachycardia rhythm incorrectly detected which led to undersensing of the atrial fibrillation. The patient was recovered with a high voltage shock. The patient felt sweaty and experienced her chest tighten prior to the shock. The supraventricular tachycardia discriminators were reprogrammed. The patient condition was stable and will continue to be monitored.